Manufacturer narrative:
Other applicable components are: product ID: 3986a60, lot#: n157189, product type: lead. Product ID: 3986a60, lot#: n203835, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a ¿second procedure¿ after ins implant where the hcp ¿buried the wires better¿ so that they weren¿t bothering the patient. No further complications are anticipated.